Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a non-penumbra guide catheter. During the procedure, the physician successfully implanted three non-penumbra coils. After advancing the first smart coil into the target location, the physician attempted to detach the coil using the handle; however, the coil did not detach. Therefore, the handle was removed and another handle was used; however, the coil still did not detach. The physician attempted to detach the smart coil by manually breaking the pusher wire without success. While removing the smart coil, it unintentionally detached inside the microcatheter and, subsequently, the smart coil was pushed into the target location with the coil pusher wire.the procedure was completed using a new smart coil, the second handle, a non-penumbra coil, the same microcatheter, and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.